Manufacturer narrative:
Additional information: UDI number updated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. A manufacturer representative went to the site to test the imaging system. It was reported imaging modalities failed and that the power switching board, and system pendant was replaced. A full system checkout was performed after part replacement and all tests passed. System is fully functional. The pendant and power switching board were returned to the manufacturer for evaluation. After performing visual inspection, performance testing, and function testing, electrical failure was confirmed. The issue was confirmed via installing the returned parts on a known good imaging device.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that the imaging device pendant freezes when start up.